Event description:
It was reported that the patient called stating he is unable to get renasys go to charge. Patient tried several other outlets, but states the charge port feels loose. Instructed patient to contact his home care agency to let them know the device is not working and see what he should do until he could get a new device. No further information is available

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.